Event description:
This event is reportable based on the product analysis approved on 07/11/2007. It was reported that during a percutaneous coronary intervention (pci) drug-eluting stenting treatment procedure, the stent was unable to cross the lesion. The 99% stenotic lesion was located in the non-tortuous and severely calcified distal left anterior descending artery. The lesion was pre-dilated with a 2.5x20mm maverick balloon. The physician advanced the 3.00x20mm taxus liberte drug-eluting stent to the lesion but was unable to cross. Significant resistance was met during advancement. There were no patient complications. The procedure was successfully completed with another 3.00x20mm taxus liberte drug-eluting stent. Patient status is reported as "good." However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: examination of the returned complaint device revealed that the edge of the stent was slightly damaged at the proximal edge. The stent had moved proximally and completely covered the proximal markerband. Distal stent damage was noted. Some distal stent struts were misaligned. This type of damage is consistent with the device encountering some form of restriction. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.